Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and screws were placed in the patient's spine in a different position than desired with navigation involved, despite according to the surgeon (treating clinician): the deviation of 2 of the 4 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with verification x-rays, and the placements were corrected to their intended positions without navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of 1-1.5 hours. There were further no remedial actions for the patient necessary, done or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the spine screws placed bilaterally in vertebra l5 with the aid of navigation deviating ca. 5 mm cranially into the l4 / l5 disc space, is: a de-calibrated non-brainlab c-arm that was used to acquire the pre-placement patient fluoroscopy scans with automatic image registration of the current patient anatomy to the navigation. Test scans performed by a brainlab and a c-arm manufacturer's representative after the procedure revealed a deviation of the anatomy registration to navigation matching the observed placements deviation, indicating that the scanner became decalibrated before the surgery. A c-arm that loses its calibration (due to e.g. High mechanical forces at transportation inside the user facility) results in an inaccurate anatomy registration result in the navigation. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization, was not recognized by the user with the necessary navigation accuracy verification of the registration, after draping, and throughout the surgery before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The non-brainlab c-arm used at this surgery was already re-calibrated by a c-arm manufacturer's representative, and its corresponding new properties were calibrated to the navigation by brainlab on dec 6, 2023.

Event description:
A minimally invasive surgery on the lumbarsacral spine for a fusion of vertebrae l5 to s1 and decompression, with intended placement of 4 spine screws bilateral for fixation at vertebrae l5 and s1, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeon: with the patient in prone position attached the navigation reference array on the spinous process of vertebra l5. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration, and accepted the accuracy to proceed with the aid of navigation. Planned trajectories in the navigation for the intended screw placements. Docked a navigated brainlab pedicle access needle on the pedicle to open the cortical bone of the vertebra. Inserted a k-wire navigated through the pedicle access needle through the cortical opening, at the same time completing the pilot hole with the k-wire insertion. Threaded the pilot hole following the k-wire, using a non-navigated non-brainlab tap. Placed the spine screw into the pilot hole following the k-wire, using a non-navigated non-brainlab screwdriver. Proceeded with the same navigated method for all 4 placements performed a verification with 2d x-ray images, and detected that 2 of the 4 screws placed deviated, at l5 bilaterally by ca. 5mm, from their intended positions. Removed the deviating spine screws and re-placed them to their correct positions under fluoroscopic guidance. Completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of 2 of the 4 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with verification x-rays, and the placements were corrected to their intended positions without navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of 1-1.5 hours. There were further no remedial actions for the patient necessary, done or planned. Hospitalization was not prolonged either.